Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient is receiving effective therapy.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01927. It was reported the patient's leads had migrated following a fall. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6)2020 wherein one lead was replaced and one lead was repositioned.